Event description:
I had the essure sterilization placed on (B)(6) 2010, I was (B)(6) at the time of this event. Essure states there are no side effects. Since essure my periods have been heavy long lasting. Unexplained pain in abdomen, ovaries, back, extreme bloating. I have gained 6 lbs due to the essure. I workout 95 minutes a day drink water only and eat healthy. I had an ultrasound done and it was normal. Dr said I just had hormone problems, that it could not be the essure because it was new to the market and no side effects. My symptoms are getting worse as in bloating, heavy periods to missed periods to "nasous site breast" and horrible stabbing pains in my stomach. Never had trouble before essure, now I'm miserable that I had it placed with so many problems. And it's strange how everyone with the essure has had the same exact symptoms, but they are all different ages and they state it's permanent and it is not. Drs in (B)(6) can remove the coils. I can't believe after all reports they are making they still allow this on the market. Drs like obgyns blow the pt off and tell them they need to have a uterine ablation. When it's totally the essure, they back the product because they get money from the company.